Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, (B)(6), 02-020-11-0330 - truliant ps cem fem ps cem right sz 3, (B)(6), 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm, (B)(6), 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm, (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6), 02-029-99-1001 - fluted headless pin 3.0" square head. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01051, 1038671-2024-03119. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 62 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and aseptic loosening of the femoral component. Approximately 6-9 months prior to revision, the patient began experiencing increased stiffness, pain, and swelling. Radiographs showed possible radiolucency at the end of the femoral component, but otherwise no gross obvious signs of wear. Revision surgery operative notes were provided. Findings also indicated significant scar tissue, damage on the lateral facet of the patella, significant yellow coloration of the medial articular surface of the polyethylene with some brittleness, and an osteolytic cyst on the medial condyle of the femur. The surgeon performed a revision left total knee arthroplasty of femoral, tibial, and patellar components. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.